Manufacturer narrative:
Pump received with intermittent up button response due to corroded keypad trace. No spinning numbers, ramping numbers on their own or scrolling bar moving anomaly noted. Unit function properly during rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement test. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and numbers were scrolling on the display. The customer stated that the insulin pump had recently been exposed to moisture. Blood glucose level at the time of the incident was 331 mg/dl, due to not being able to use the insulin pump. Customer also reported damage to the battery cap. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.